Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The family member reported that patient was recently implanted and was having poor communication on the patient programmer (pp). The patient still had bandages or swelling present. The patient was having trouble urination which was noted as sudden. Patient reported she had trouble urinating (B)(6) 2016 and poor communication with and without antenna (B)(6) 2016. It was later reported that patient couldn¿t urinate last night, took a water pill and was urinating presently. Patient got the device for incontinence. Patient was on program 1 at .5 volts and patient didn't feel it was enough so the personal care assistance (pca) switched her to program 4 at 0.0 volts. Reporter had to pca switch her back to program 1 where she started and put her at .7 volts. Additional information reported four days later indicated that patient continued to report poor communication on patient programmer. Place pp directly over implantable neurostimulator (ins), on skin and sync with ins but did not resolve the reported issue. Patient called the pca on friday and stated she was going way too much. They thought it was too high so they tried to adjust but she did not know if she did it right. The patient¿s pca went to the patient on the day of this call to see what patient adjusted it too and they could not connect they kept getting poor communication. It was reported 3 days from previous call that patient went to see health care provider (hcp) and they got the old pp to work. Caller stated patient also has received replacement pp and wanted to know if they can send replacement pp they received back since old pp was now working and all patients¿ programs are already saved on old pp. It was clarified that pp was working now. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.